Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2017 and the lens tore. The incision was anlarged to remove and replace with another same model lens. A suture was required.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the optic and a haptic is torn off & missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.